Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels from 300-400 mg/dl. The customer was uncertain of the suspected cause. The customer administered a bolus via the pump and changed their supplies multiple times in an attempt to resolve the issue. Reportedly, the customer has insulin pens available as alternate insulin therapy.